Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the tip of the catheter allegedly had broken in half while being inside occluded stent. It was further reported that the tip is trapped in the stent in the occluded part. Reportedly, the broken part was leave it in place and very low risk of migration because of the trapping and in the occlusion. A femoral cross over bypass is planned. However, the current status of the patient was unknown.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the tip of the catheter allegedly had broken in half while being inside occluded stent. It was further reported that the tip is trapped in the stent in the occluded part. Reportedly, the broken part was leave it in place and very low risk of migration because of the trapping and in the occlusion. A femoral cross over bypass is planned. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation and a physical investigation was performed on the catheter. During physical investigation a catheter was received without the head part. The helix was also found broken at 1.5 cm from the tip of the catheter. The aspiration test could not be performed due to helix break. Therefore, the investigation is confirmed for the reported break issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3 h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.